Manufacturer narrative:
One piece of the posterior wall has been returned as well as one piece of the anterior wall near the nose not engraved with a "t" (0° offset insertion). The observation of the parts returned did not permit to identify any defect present prior to the implantation that would be responsible of the breakage. The type of breakage for the cage is consistent with an over-loading of the part during impaction. The origin of the over-loading was not determined. The angulation of the cage relative to the disc space during insertion can influence the level of impaction loads. Another factor can be the size of the cage chosen compared to the disc preparation and distraction.

Event description:
It was reported that during implantation of the interbody device, the device broke in pieces during implantation. The device could only be partially removed, the other piece remained in the patient. No patient injury was reported.

Manufacturer narrative:
This part is not approved for use in the united states; however a like device catalog # 9393007, procode max was cleared in the united states. This part is not approved for use in the united states; however a like device catalog # 9393007, 510k # k094025 was cleared in the united states. (B)(4). The device has been returned to the manufacturer for evaluation. Analysis results are not available at the time of this report. A follow-up report will be sent when the analysis is complete. A review of the device history records for this device did not reveal any non-conformances to specification or deviations in procedure which might contribute to the reported event.